Event description:
It was reported that the patient was experiencing inadequate pain relief coverage. The patient underwent a spinal cord stimulation (scs) replacement procedure and was doing well postoperatively. The explanted device components will not be returned per facility policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7131703/7131811.